Manufacturer narrative:
This patient presented with stable angina pectoris and 1-vessel disease was found. Pre-procedure medications included aspirin, clopidogrel statins and beta-blockers. Intra-procedure medications included aspirin and clopidogrel. Pre-procedure ck cardiac enzymes were within normal limits and other cardiac enzyme levels were not checked. Percutaneous coronary intervention (pci) was performed on lesions in the left anterior descending artery. Lesion and vessel characteristics are not known. Three stents, 2.5x33, 3.0x33mm and 3.0x13mm cypher select stents were deployed in the lad at unknown inflation pressure. It is not known if they were overlapping. Post-procedure medications included aspirin, clopidogrel statins and beta-blockers. Ck cardiac enzymes were 2 times above upper normal limits. This was classified as a non q-wave myocardial infarction, some st elevation in the anterior leads and 4/10 chest pain, which resolved without medication. Please note that this product, (lot no. 13186520) is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three product associated with the same event that were reported under the following manufacturing numbers 9616099-2007-01003, 9616099-2007-01004 and 9616099-2007-01005.

Event description:
Within 6 to 24 hours after percutaneous coronary intervention (pci), the patient had a non q-wave myocardial infarction.